Event description:
According to the customer, the analyzer has randomly measured wrong values on na. The values were very high (200-300 mmol/l). All results were marked with an arrow indicating that they were outside the reference range, however, only on some of the results errors signs were displayed on the na-results. This only have happened when measuring in 95ul capillary mode. Five patients were involved, but no patients were affected by this problem. The results were not used clinically, as it was obvious to the physician that they were too high. Please refer to the following reports regarding the other patients: 3002807968-2014-00035; 0036 0037 00038

Manufacturer narrative:
The root cause is still being investigated. Data logs from the analyzer have been received and will be analyzed. The result of this analysis will be included in the final report.